Event description:
International customer reported that the needle tip broke during a gynecologic procedure. X-rays and visual examination did not locate a retained fragment. No further information was provided.

Manufacturer narrative:
The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: acm120, mfg: 03/01/2008, exp: 01/31/2013; lot: agm880, mfg: 06/01/2008 exp: 01/31/2013. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.